Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, the functional evaluation noted an abnormal noise and the device did not operate properly. It was determined that it was due to the deterioration of the dc motor and control unit (ecu) from long-usage. This was fixed after the parts were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
It was reported that the colibri main component was working poorly. This is report 1 of 1 for event # (B)(4).